Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (85 percent stenosis degree) in the left main. The lesion could not be crossed with the device. Another stent was used to finish the procedure. UDI (B)(4).

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.